Event description:
It was reported to philips that the system would not generate x-ray. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and observed that generator does not connect with the system. Rse suggested problem could be with the cube or on/off switch of the generator or the communication board of the mpdu. The philips field service engineer (fse) inspected the system onsite and checked errors in generator, inspected x-ray tube and generator connections/tips from the host. Fse identified a problem in rotor control, the original rotor control is not and is turning the anode. After the change of rotor control issue got resolved. Fse also found that issue is due to slack in the l3 phase terminal in the electrical panel of the equipment. With the correction of the problem in the l3 phase terminal, the issue got resolved. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.